Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is still working although closed the lip. In this state the device may remained on until battery power is depleted rendering it unable to power on and deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Correction data: MDR [0003015876-2020-00003] was sent in error. Section b5 of the initial medwatch report indicates: the customer contacted physio-control to report that their device is still working although closed the lip. In this state the device may remained on until battery power is depleted rendering it unable to power on and deliver defibrillation therapy if needed. There was no patient use reported with the event. Section b5 of the initial medwatch report should indicate: the customer contacted physio-control to report a non-critical issue with their device. Upon evaluation the device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use reported with the event. Section g4 reportability awareness date of the initial medwatch report indicates: (B)(6) 2019 section g4 reportability awareness date of the initial medwatch report should indicate: (B)(6) 2020 additional mfg narrative: physio-control evaluated the customers device and verified the reported issue of device showing service wrench. During evaluation physio noted icons which indicate the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. Physio- control further evaluated the customers device data and it showed that the device had repeated power cycles and 1.853 lifetime hours of on time. This indicates that an item had been placed on top of the device which repeatedly pressed the on/off button causing the hybrid layer capacitor (hlc) internal battery to deplete. Therefore the root cause of the failure to power up was due to the repeated power cycles that occurred and depleted the hlc internal battery the device was destructively tested and the customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device is still working although closed the lip. In this state the device may remained on until battery power is depleted rendering it unable to power on and deliver defibrillation therapy if needed. There was no patient use reported with the event.